Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an aortic dissection using two gore® excluder® aaa endoprostheses, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx), and a gore® viabahn® endoprosthesis with heparin bioactive surface. It was reported the dissection extended down the abdominal aorta from the level of the renal artery level. The distal location of the dissection was unknown. During treatment, a stent was implanted in the left renal artery using a chimney technique to ensure patency. A gore® excluder® iliac extender component was then implanted below the left renal artery due to the true lumen being especially narrow. When removing the iliac extender delivery catheter, the leading olive was reportedly caught on the distal end of the stent graft. The cause of the olive being caught was unknown, however, the physician stated that deploying the stent graft in a narrow portion of the true lumen may have been a contributing factor. According to the report, an attempt was made to remove the catheter with force, and the olive broke off from the catheter. After additional ballooning at the distal end of the stent graft, the olive was successfully removed from the patient. Another gore® excluder® iliac extender component was implanted distally into the right external iliac artery. A 10mm x 79mm gore® vbx device was deployed to extend distally into the right external iliac artery. While ballooning the gore® vbx device, the right external iliac artery was reportedly ruptured. It was reported that patient¿s external iliac artery was stenotic, and ballooning was performed with a known risk of rupture. The patient¿s blood pressure was stabilized using an occlusion balloon. As a planned, a 10mm x 10cm gore® viabahn® device was implanted distally. A final intra-operative angiograph reportedly revealed an endoleak, and a leak from the ruptured area. The physician opted to convert to an open procedure, and the vasculature was surgically repaired. All gore devices remain implanted (further details of the open procedure were not available). The patient tolerated the procedure.

Manufacturer narrative:
Please note: this report captures the broken delivery catheter associated with the gore® excluder® iliac extender component. The events associated with the gore® viabahn® vbx balloon expandable endoprosthesis (vbx) and gore® viabahn® endoprosthesis with heparin bioactive surface have been captured and reported separately in medwatch report nos. 2017233-2022-03177 and 2017233-2022-03156, respectively. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿the iliac extender endoprosthesis is intended to be used after deployment of the gore excluder® aaa endoprosthesis. This extension is intended to be used when additional length and / or sealing for aneurysmal exclusion is desired.¿ additionally, the IFU states ¿do not continue to withdraw the deliver catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected h6: investigation conclusion codes to include both d15 and d12. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: delivery system leading end catheter component retention.

Manufacturer narrative:
Revised h6: product history review completed, along with additional engineering evaluation that reviewed, trend analysis and risk analysis documents. Engineering evaluation: the device was not returned for evaluation. Without a physical sample to evaluate, the physician¿s observation that during withdraw of the delivery catheter, the leading olive broke off (separated) from the catheter could not be confirmed. The likely cause for the separated leading olive could not be determined with the currently available information.